Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of metallic silver coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and insomnia. Concurrent conditions included discomfort, abdominal pain, nausea and abdominal discomfort. Concomitant products included buspirone hydrochloride (buspar), celecoxib (celexa), doxycycline, hydrocodone, metronidazole (flagyl 250), tramadol hydrochloride (ultram ER) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (diagnostic laparoscopy,bilateral salpingectomy with removal of entire essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, pyrexia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, fatigue, pelvic pain and pyrexia to be related to essure. The reporter commented: (B)(6) 2012 (per mr): postoperative diagnosis: minimal pelvic endometriosis, essure coils in proper position. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2012: the essure coils were able to be visualized at the uterine cornu bilaterally. Following them distally was somewhat difficult, though both of them did seem to extend toward the ovaries on each side. The fallopian tubes, as expected, were not able to be visualized on ultrasound. On the right side the essure seemed to extend through the isthmic portion of the tube in a normal mid location. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of metallic silver coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and insomnia. Concurrent conditions included discomfort, abdominal pain, nausea and abdominal discomfort. Concomitant products included buspirone hydrochloride (buspar), celecoxib (celexa), doxycycline, hydrocodone, metronidazole (flagyl 250), tramadol hydrochloride (ultram ER) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (diagnostic laparoscopy,bilateral salpingectomy with removal of entire essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, pyrexia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, fatigue, pelvic pain and pyrexia to be related to essure. The reporter commented: (B)(6) 2012 (per mr): postoperative diagnosis: minimal pelvic endometriosis, essure coils in proper position. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: the essure coils were able to be visualized at the uterine cornu bilaterally. Following them distally was somewhat difficult, though both of them did seem to extend toward the ovaries on each side. The fallopian tubes, as expected, were not able to be visualized on ultrasound. On the right side the essure seemed to extend through the isthmic portion of the tube in a normal mid location.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.